Manufacturer narrative:
The field service representative (fsr) replaced the level sensors. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the level sensor was not reading. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d4, d9, and h4. The product information for the other red level sensor that was replaced is: part number: 195274, serial number: (B)(6), UDI: (B)(4).